Event description:
It was reported that the impactor broke during surgery. It was noted that this instrument has been in hundreds of cases. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11 visual inspection of the provided image performed. Image clearly shows area of fracture on the affected product. Unable to confirm item number and lot number from image. The features of the fracture surface visually align with summary of failure analysis of knee impactor fractures in which an overload fracture failure mode was identified. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. Complaint confirmed following analysis of the provided image. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.